Event description:
It 64) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent transobturator sling, vaginal vault fixation due to vaginal prolapse, rectocele, sui, urethral hypermobility. It was reported that following insertion the patient experienced pain, infection, recurrence, worsening of incontinence and other urinary problems. It is reported that the patient had surgery in 2012 on her spleen and pancreas. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.